Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: d314trg ICD, implanted: (B)(6) 2011; 401158 lead, implanted: (B)(6) 1988; 6957j lead implanted: (B)(6) 1988.

Event description:
It was reported that the patient was scheduled to have two right ventricular (rv) leads removed prophylactically. However, the first rv lead was pulled back through the occluded subclavian from the heart to the right atrium. The lead was snared in the middle, but broke in that same location. The physician was able to pull the proximal portion of the lead from the left clavicle and the distal portion from the femoral workstation. The lead was explanted and replaced. The second rv lead was explanted without successful retraction of the helical screw. The lead was explanted and not replaced. During the extraction procedures, the physician noted the patient's left ventricular (lv) lead was pulled back but still functioned with poor capture thresholds. No intervention was completed with the lv lead due to time of procedure. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that due to severe explant damage, the lead continuity tests were performed using destructive testing. Fracture was observed.

Event description:
It was further reported that the right ventricular (rv) lead was returned.